Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, low impedance was noted on the right ventricular lead. The patient was evaluated in-clinic and reprogramming was initially performed. The lead was capped and replaced on (B)(6) 2018. The patient was stable post procedure.